Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 20mg/dl. The customer passed out before going to the hospital and treated with glucose tablets. Customer indicated that they are unable to describe any possible damage to the drive support cap. Customer is currently in the hospital and is being treated with juice and food. There was no further information provided by the customer or by troubleshooting.